Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The investigation results will be provided in the final report.

Event description:
It was reported that the patient had pacemaker system implanted (B)(6) 2019. Next day the right atrial lead was discovered to be dislodged. Lead was explanted and replaced successfully. Patient condition was stable.